Event description:
The pump pulled away from the fascia at all four anchor points. The pump flipped multiple times in the pocket until the sutureless pump connector tubing broke. Patient experienced an accumulation of csf at the pump site and increase in pain symptoms. The pump system was repaired and medication dosage reduced. The patient recovered without sequela.

Manufacturer narrative:
The sutureless pump connector was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent, when the analysis is complete.